Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 460 mg/dl and also another blood glucose level was 450 mg/dl. Customer called to inform that he was not able to bolus because it says do not calibrate sensor updating. Troubleshooting was declined for the high blood glucose. It was unknown if the customer was using auto mode or not. No insulin pump is expected to return for analysis.